Event description:
Steris corporation received med watch report .(B) (4) from FDA on september 14, 2009. Steris did not receive notification of this event from the user facility.

Manufacturer narrative:
The user facility reported that the foot and back sections of the surgical table moved on their own but stopped when the or staff unplugged or turned the hand control off. A patient was on the table but the surgery had not started when the incident occurred and no patient injury occurred. The hospital reported that its biomedical technician could not duplicate the issue during the inspection, but replaced the hand control. The table is 14 years old and maintenance has been performed by a third party service vendor contracted by the hospital. A steris service technician inspected the table and was able to duplicate the movement of the seat section but not the back section. The cause of this malfunction is still being investigated and the facility was advised that the table should not be used until it can be completely repaired. An in-service training in use and maintenance of this table has been scheduled for november 2009. .(B) (4)